Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing an ipsilateral antegrade approach. The 100% in-stent restenosed target lesion was located in a moderately tortuous and severely calcified below the knee vessel. After a guide wire crossed the lesion, a 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation; however, the balloon ruptured. Dilatation was completed with a non-bsc balloon catheter and after blood flow recovery was confirmed, the procedure was completed. No patient complications nor injuries were reported.